Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular exhibited loss of capture. A chest x-ray confirmed dislodgement. The lead was removed and replaced.

Manufacturer narrative:
Analysis was normal.